Event description:
It is reported that the patient was revised due to the continuum cup disassociating.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the component is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. Pt factors that may affect the performance of the components such as bone quality, height, activity level, type of activity (low impact vs. High impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.